Event description:
Abiomed, inc. Was officially notified on 26 nov, 2008 by hospital that a clinical trial unanticipated adverse device effect report was submitted by the user facility to western institutional review board. The report describes unsuccessful attempts at implanting the impella 2.5 device during the clinical trial, and that the procedure resulted in a hypovolemic shock and patient death. With the same notification, the manufacturer was also made aware that the user facility has submitted a medical device report to the FDA's medwatch program. The user facility report number was not provided to the manufacturer. The procedure involved two devices. This medwatch report #1220648-2008-00010) is a supplemental report to the user facility report and is for the first device used in the procedure.

Manufacturer narrative:
The device has been received and an investigation is currently in process. Conclusions: no conclusion can be drawn (device investigation in progress). Additional manufacturer narrative: further information was obtained through follow-up directly with the user facility upon notification that an unanticipated adverse device effect had been reported. The information obtained, in addition to the account of the case provided by an abiomed clinical representative present at the case, reveals the following details and clinical sequence: a written informed consent was obtained from the patient prior to enrollment in the study. After femoral access was obtained, the treating physician performed a bilateral femoral angiogram prior to device insertion to assess the iliac artery anatomy and disease. The left side was chosen for impella insertion. A double pre-close suturing was attempted on the left side of the groin using a perclose device; however, the sutures could not be deployed due to severe calcification. The physician proceeded with pre-closing a femoral access site on the right side of groin successfully. Appropriate sheaths were upsized in order to initiate the impella insertion through the right groin. Approximately one hour into the procedure, an impella 2.5 device was attempted to be inserted using a guidewire with the monorail technique, but the physician was unable to advance the device beyond the distal abdominal aorta. A significant amount of resistance was encountered at the junction of the aorto-iliac bifurcation. Blood loss was noted to have occurred at the origin of the femoral access. The impella catheter was removed and the guidewire was left in situ. An arteriography was subsequently performed which showed presence of ectasia in the right proximal common iliac artery. The physician elected to re-insert the same impella device through the existing sheath but with a second guidewire thereby attempting to sue the existing guidewire as a "buddy" wire for added support and navigation. Resistance was still encountered and the catheter could not be advanced. The catheter was withdrawn and the inlet cage was observed to be bent. The physician attributed the damage to the number of attempts to advance the catheter against resistance without success. At that time, after 20 minutes of unsuccessful attempts to implant the impella device, the patient became hypotensive and required atropine, dopamine, levophed, and fluids. As a direct result of this treatment, the patient's heart rate and blood pressure improved promptly, but then the heart rate continued to increase until supraventricular tachycardia with aberration was suspected. The tachycardia spontaneously resolved and then reemerged but was ultimately resolved with one direct current synchronized shock of 120 joules. Resumption of normal sinus rhythm was obtained. Following this, the physician elected to move forward with attempting to implant a second impella device. Repeat attempts at advancing the second device were unsuccessful through the pre-existing sheath as well as after exchanging the sheath to a fresh 13-french impella sheath. The second impella was finally withdrawn and was observed to have experienced similar damage to the inlet cage as the first impella device. Insertion attempts had persisted for an additional 20 minutes, during which dopamine was continuously administered. Blood loss throughout the procedure eventuated hypovolemia and the patient's blood pressure declined to a critical state. Chest compressions were initiated and while in progress, the physician advanced an intra-aortic balloon pump through the left femoral access site to stabilize patient's hemodynamics. Resuscitative efforts continued for an additional 48 minutes and included endotracheal intubation, close chest massage, prbc transfusions, and pressors. No spontaneous respiration, blood pressure, or rhythm could be achieved and the patient ultimately expired. An autopsy was requested per the clinical trial protocol, but was not performed by the institution. By manufacturer request, an external review of all details and imaging obtained throughout the procedure was conducted by an independent interventional cardiologist. The review has concluded that "the patient [involved] has severe pvd [peripheral vascular disease] which appears to be severe stenosis at the origin of the right common iliac" and that the "patient should not have been included [in the trial]." Significant calcification and peripheral vascular disease are contraindications for the use of the impella device. Bleeding was noted on adverse event reports completed by the user facility. Bleeding is addressed in the device's instructions for use as a potential adverse event and is a labeled precaution, and an inherent risk of this procedure. The impella devices have been returned to the manufacturer and a full failure investigation is currently in progress. A preliminary visual evaluation of the returned devices confirms the report of bent inflow cages. The catheters show a series of kinks which are demonstrative of excessive insertion forces. Additional information and conclusions will be provided in a supplemental manufacturer medwatch report following the completion of the investigation.